Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8344624. Medical device expiration date: 2021-11-30. Device manufacture date: 2018-12-10. Medical device lot #: 8277919. Medical device expiration date: 2021-09-30. Device manufacture date: 2018-10-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) has been found experiencing two occurrences of damaged product during use. The following has been provided by the initial reporter: it was reported that the catheter was broken and did not provide any blood return before blowing the vein. Per email: one opened empty package from catalog number 381523, lot number 8344624 with ¿shredded¿ written on the package label. One opened empty package from catalog number 381523, lot number 8344624 with ¿did not bleed back¿ written on the package label. One package label from catalog number 381523, lot number 8344624 with ¿did not bleed back¿ written on the label. There was a note attached to these samples that stated: I attempted 3 times on 205. Each time I was through the vein before I got blood return. Exactly like they were before. I have had some luck this week with the new ones but no on lv2! One package label from catalog number 381523, lot number 8277919 and one package label from catalog number 381523, lot number 8344624 attached to a card that said, ¿old broken¿ on the card and had a note attached with the following information: r00m 008 was stuck 4 times. Each time the vein was blown before there was blood return all were with 22 g x 3 and 24 long x 1. Still having the same prob. With these cath. Melissa 3-15-19 one 24 g package label from catalog number 381512, lot number 9016658. This may be the 24 g long they are talking about in the statement above. Four unused units in sealed packages and two unused units in opened packages from catalog number 381523, lot number 8277919. Please let me know how you want to handle the additional units received.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received four new units from lot number 8277919 in sealed packages and two units within open packages. A piece of top web labeling from lot number 8344624 was also received. The label from lot number 8344624 provided does not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Through the visual microscopic evaluation of the used units, there was evidence of blood residue on the catheter tubing/tip, the end of the hub and the needle¿s notch and bevel which support that flashback occurred at the time of usage. The new unused units were examined where no physical/mechanical damage or abnormalities were observed on any of the components. All catheter and cannula tips were acceptable per specifications. Flashback and instaflash testing were performed. The liquid could be seen through the catheter on the notch of the cannulas and fill out the end of the hub confirming flashback. The catheters were then removed, and the cannulas were tested for instaflash. Liquid was observed on the notch of all the cannulas confirming instaflash. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated. A device history record review showed no non-conformances associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) has been found experiencing two occurrences of damaged product during use. The following has been provided by the initial reporter: it was reported that the catheter was broken and did not provide any blood return before blowing the vein. Per email: one opened empty package from catalog number 381523, lot number 8344624 with ¿shredded¿ written on the package label one opened empty package from catalog number 381523, lot number 8344624 with ¿did not bleed back¿ written on the package label one package label from catalog number 381523, lot number 8344624 with ¿did not bleed back¿ written on the label there was a note attached to these samples that stated: I attempted 3 times on 205. Each time I was through the vein before I got blood return. Exactly like they were before. I have had some luck this week with the new ones but no on lv2! One package label from catalog number 381523, lot number 8277919 and one package label from catalog number 381523, lot number 8344624 attached to a card that said, ¿old broken¿ on the card and had a note attached with the following information: r00m 008 was stuck 4 times. Each time the vein was blown before there was blood return all were with 22 g x 3 and 24 long x 1. Still having the same prob. With these cath. (B)(6) (B)(6)2019 one 24 g package label from catalog number 381512, lot number 9016658. This may be the 24 g long they are talking about in the statement above. Four unused units in sealed packages and two unused units in opened packages from catalog number 381523, lot number 8277919. Please let me know how you want to handle the additional units received.